Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 500 mg/dl with a high ketone level identified as dangerous by healthcare provider. Reportedly, elevated bg level was due to a non-tandem infusion set bent cannula. The infusion set brand and manufacturer was not provided. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER around 5 hours later with customer in stable condition (bg 120 mg/dl).